Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no fluid flow through the valve. There was no patient injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, reflux, pressure-flow, leak and pre-implantation testing. Fluid flowed through the valve though the testing process. Therefore, the complaint could not be duplicated by laboratory personnel. There was particulate debris on the interior and exterior of the valve. The IFU cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage¿. There was a tear in the flange of the valve. It is unknown how or when the damage to the casing occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.